Event description:
On an unk date, the pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6) 2011, the pt had an additional endovascular procedure for an unk reason. The pt tolerated the procedure. Further info was requested.

Manufacturer narrative:
A review of the manufacturing paperwork will be conducted. Further info was requested.